Manufacturer narrative:
(B)(4).

Event description:
It was reported the ¿old¿ stimloc cap pushed the lead down. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
It was later reported on occasion another intervention was required to pull the lead to a more superficial location. It was noted the patient¿s outcome was not negatively affected other than reopening of the wound.